Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 16 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the samples received are 6.60 kgf in average and 6.03 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 5.18 kgf in average and 2.59 kgf in minimum. Degradation test results conducted on the samples received after 14 days in a 0,9% nacl solution at 37ºc are 4.62 kgf in average and 4.25 kgf in minimum and fulfil b. Braun surgical requirement: 2.69 kgf in minimum. Knot security control has been conducted with the samples received and results are into the current range for this thread and size. In the instructions for use, side effects: as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that a patient had a caesarean section on (B)(6) 2024. Wound gap at rectus after day 5 surgery with novosyn 1 hr 40s c0068557n1 sutured. The patient was discharged after day 3 lscs surgery and checked in the confinement centre. The center discovered the wound gap on the stomach, immediately sent the patient back to the hospital, and revisited dr. (B)(6). Dr (B)(6) mentioned that the suture thread degraded and broke into pieces.